Event description:
Information received from the field does not address the patient's clinical status but notes that the current drain displayed by the programmer showed 4.2 ua whereas the measurement calculated by technical support was given as 12.3 ua.